Event description:
During an unk procedure, stapled malformed at 1st firing. Open shape. It was the distal half the sample side. Another device was used to complete the case. There was no adverse consequences to the pt. One device returning.